Event description:
It was reported that the customer experienced a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing them with complete pump reset information and guided them through the process. Following the reset, the customer successfully started their sensor session without encountering further errors.